Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that they were feeling constantly shocked and uncomfortable. Patient said they cannot sit in a chair in the evenings because it was a constant electrical shock and very uncomfortable and it feels like there was an attachment to their testicle sack that they can feel almost all the time. Patient also said there were times they can get comfortable but the majority of the times they cannot. Patient went to bed last night at 7:30 because they could not sit in the evening and they stayed in bed for 11 hours trying to get in a position where it did not hurt but they were not. When they get in the position where they don't feel the pain, they can sleep but they were still getting up at night and there were still times when they do not have the control they need. Patient connected with the ins and change the program, they confirmed that stimulation was comfortable, they also mentioned that right now there was no pain. The patient was redirected to their healthcare provider (hcp) to further address the issue, they have been trying to reach their hcp but they haven't received a call back from hcp office yet. Patient mentioned that they had their post op appt next on (B)(6) and they were still bleeding a little on the incision, so they will address this situation with hcp.

Event description:
Additional information was received health care provider(hcp). It was reported that the constant shocking had been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.